Manufacturer narrative:
Other relevant history: s/p heart surgery.

Event description:
The customer reported that the 6¿ extension set attached to the infant's arterial line was noted to have a longitudinal crack in the female luer after blood was found on the infant's. There was no report of patient harm.

Event description:
The customer reported that the 6¿ extension set attached to the infant patient's arterial line was noted to have a longitudinal crack in the female luer after blood was found on the infant's bed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the female luer cracked and leaked was confirmed. Visual inspection of the set showed a vertical crack (in the direction of fluid flow) on the female luer extending from the luer opening and into the luer body. Tool marks were not observed. No other evidence of damage or anomalies was observed. Functional testing confirmed leaking at the connection of the syringe to the female luer of the set as liquid sprayed out from the connection. The cause of the leak was the cracked female luer. The root cause of the cracked female luer was not identified.

Event description:
The customer reported that the 6¿ extension set attached to the patient's arterial line was noted to have a longitudinal crack in the female luer after blood was found on the patient¿s bed. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Concomitant medical product: edwards lifesciences transducer set. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the 6¿ extension set attached to the patient's arterial line was noted to have a longitudinal crack in the female luer after blood was found on the patient¿s bed. There was no report of patient harm.